Event description:
Caller reported a malfunction on their tandem pump, identified as malfunction 12, which occurred multiple times. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed by technical support to revert to multiple daily injections (mdi) as backup therapy and informed that the pump would be replaced. Caller was provided instructions for putting the pump into storage mode and will return the problematic pump using a pre-paid label within 10 days.